Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 8.0 mmol/l (mobile) system 1 and 4.1 mmol/l (aviva) system 2. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).